Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was triggered via merlin.net transmission. Upon review, the pulse generator exhibited diagnostics anomaly regarding pacing lead impedances. All electrical measurements were in range. No intervention was performed. The patient was in stable condition and would continued to be monitored.